Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged that the basal iq feature did not suspend pump therapy. Blood glucose level was 65 m/dl. Although requested, the customer declined to perform troubleshooting and declined to upload the pump data logs for a log review to be performed.